Manufacturer narrative:
In the investigated complaint, there were no circumstances provided on how the equipment was damaged. However, based on the photographic evidence provided, analysis of the previous complaints and the conducted investigation, it is believed, that the most likely scenario is that the side rail detached (screws holding the panel were ripped off) due to excessive external force applied. According to instruction for use citadel plus (IFU, 831.374-en rev. 13): operation of side rails should be checked daily by the caregiver. ¿warning: failure to carry out these checks, or continuing to use the product if fault is found, may compromise the safety of both the patient and caregiver. Preventive maintenance can help to prevent accidents.¿ to sum up, the side rail of the bed was detached from the bed frame, therefore the arjo device did not meet the specification. There was no indication that the bed was used by a patient at the time. The complaint was assessed as reportable due to detachment of the side rail which can lead to a patient fall.

Event description:
Arjo was informed about side rail detachment from citadel plus bed frame. There was no patient involvement. No injury was reported. Left body side rail was mechanically damaged (mounting screws ripped off). Damage was found during pick up, there was no customer allegation. Photographic evidence of damages was provided.